Event description:
It was reported ongoing intermittent occlusion alarms occurred. The customer reported going to the hospital in diabetic ketoacidosis. Tandem technical support attempted to gather additional information regarding the hospital visit but none was provided. The customer continued to use the pump for insulin therapy.